Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer blood glucose value was 427 mg/dl at the time of the incident. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. The customer was treated with manual injection. Customer stated that insulin pump programmed bolus and insulin exists the tubing. Bolus delivery seen in bolus memory. Customer states self test passed and displacement verification test passed. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.